Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system including a surgical lead on (B)(6) 2010. It was reported that the patient's lead was replaced due to migration. The patient reportedly suffered a fall since implant. No further complications have been reported since the replacement procedure.